Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy menstrual bleeding') in a female patient who had essure (batch no. B21580) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012 the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), fatigue ("fatigue"), myalgia ("muscle pain"), tendonitis ("tendonitis"), periarthritis ("capsulitis"), visual impairment ("vision problems"), dyspepsia ("digestive disorders"), tooth loss ("tooth loosening"), pruritus ("itching") and eczema ("eczema"). Essure treatment was not changed. At the time of the report, the menorrhagia, fatigue, myalgia, tendonitis, periarthritis, visual impairment, dyspepsia, tooth loss, pruritus and eczema outcome was unknown. The reporter provided no causality assessment for dyspepsia, eczema, fatigue, menorrhagia, myalgia, periarthritis, pruritus, tendonitis, tooth loss and visual impairment with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kgs. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2021. The most recent information was received on 02-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("heavy menstrual bleeding") in a female patient who had essure (batch no. B21580) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), fatigue ("fatigue"), myalgia ("muscle pain"), tendonitis ("tendonitis"), periarthritis ("capsulitis"), visual impairment ("vision problems"), dyspepsia ("digestive disorders"), tooth loss ("tooth loosening"), pruritus ("itching") and eczema ("eczema"). Essure treatment was not changed. At the time of the report, the menorrhagia, fatigue, myalgia, tendonitis, periarthritis, visual impairment, dyspepsia, tooth loss, pruritus and eczema outcome was unknown. The reporter provided no causality assessment for dyspepsia, eczema, fatigue, menorrhagia, myalgia, periarthritis, pruritus, tendonitis, tooth loss and visual impairment with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kgs. Lot number: b21580, manufacturing date: 2013/04, expiration date: 2016/04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2105457) on 26-mar-2021. The most recent information was received on 02-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy menstrual bleeding') in a female patient who had essure (batch no. B21580) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), fatigue ("fatigue"), myalgia ("muscle pain"), tendonitis ("tendonitis"), periarthritis ("capsulitis"), visual impairment ("vision problems"), dyspepsia ("digestive disorders"), loose tooth ("tooth loosening"), pruritus ("itching") and eczema ("eczema"). Essure treatment was not changed. At the time of the report, the menorrhagia, fatigue, myalgia, tendonitis, periarthritis, visual impairment, dyspepsia, loose tooth, pruritus and eczema outcome was unknown. The reporter provided no causality assessment for dyspepsia, eczema, fatigue, loose tooth, menorrhagia, myalgia, periarthritis, pruritus, tendonitis and visual impairment with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kgs. Lot number: b21580 manufacturing date: 2013/04 expiration date: 2016/04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Amendment: the report was amended for the following reason: coding correction performed: pt ¿tooth loss¿ was recoded to the medra llt: ¿loose tooth¿. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.